Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide the lot number: --contacted with the sales rep today via phone, the lot number is unknown.

Event description:
It was reported that a patient underwent a c-section procedure on 31/10/2023 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in the surgery. Changed another one to complete the surgery. There is no report on patient's injury. The needle did not fell into the patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information: d9 h3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received, a detached needle and a suture piece that pertained to product code. Upon visual inspection of the detached needle, the swage area was observed to be as expected. The hole was examined under magnification, and no suture remnant was noted. The suture was examined, and body fluids were found along the strand. Due to the condition of the returned sample, the insertion mark could not be observed to determine the assignable cause. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.